Event description:
The customer reported ventilator inoperable. At turn on - white screen, no blower, beeping alarm. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
MFR received date: 19 sep 2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported ventilator inoperable. At turn on - white screen, no blower, beeping alarm. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.